Manufacturer narrative:
Upon investigation of the actual device used in this incident found that magnetic strip was not in line with the drawer sensor when the diagnosis was made. A field service engineer verified that the magnetic strip was installed properly. The drawer was restored, and the customer successfully resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.